Event description:
It was reported that this device was no longer working and the patient experienced recurrent incontinence. The device was explanted and replaced. No further patient complications were reported.